Event description:
It was reported that the right ventricular (rv) lead was fractured, had jumps to high/undefined pacing impedance with arm movement and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.